Event description:
It was reported that this device had a battery depletion error. The pulse generator battery has reached elective replacement after less than six years of implant time. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.